Manufacturer narrative:
H.6: device code c96715 applies to the event. C63242 coded in error and does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related MDR for this event: 2029214-2020-00391. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipeline flex devices failed to open. It was reported that the device was placed in left m1, partially deployed and dragged back into position. The distal half opened correctly and then kinked in the turn. More than 50% had been deployed when it the middle section failed to open. It was resheathed more than two times and the kink wouldn¿t come out. Another pipeline experienced the same issue, and they were removed with the microcatheter. The devices were not replaced. The patient did not experience any injury or complications. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the paraophthalmic segment of the left internal carotid artery. The max diameter was 5 mm and the neck was 4.5 mm. The landing zone of the artery was noted to be 4.89 mm distal and 5.1 mm proximal. The vessel tortuosity was severe. Dual antiplatelet treatment was administered at a 120 pru level. The pipeline and accessories were prepared as indicated in the IFU. Ancillary devices include a navien catheter, phenom 27, and synchro2.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the pipeline flex braids were returned for analysis. The pipeline flex braids were returned detached from their pushwires; however, the pushwires were not returned. For one braid, the pipeline flex braid ends were found damaged (frayed); however, both ends of the braid were found open. As the pipeline flex braid was returned detached from the pusher, the distal and proximal ends of the braid were unable to be identified. For second braid, the pipeline flex braid ends were found damaged (frayed); however, one end of the braid was not found open. As the pipeline flex braid was returned detached from the pushwire, the distal and proximal ends of the braid were unable to be identified. No other anomalies were observed. Based on the devices analysis and reported information, the report of ¿failure/incomplete to open at middle section (hourglass shape)¿ could not be confirmed. One braid found both ends were damaged and open. Second braid was found damaged and one end of the braid was not open. In this event it is likely patient¿s ¿severe¿ vessel tortuosity contributed to the event. In addition, as the braid was deployed in vessel bend this would also contribute to the event.the damages to the braid ends was likely caused by resheathing the device more than the two recommended times. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is n ot fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.